Manufacturer narrative:
H.6. Investigation: 100 sealed samples were returned to our quality engineer for investigation. The product was visually inspected, no damage or molding defect was observed in any components that could have contributed to the reported issue. A device history review was performed for the reported lot 1705079p, no deviations or non-conformances were identified during the manufacturing process related to this failure. Ten retained samples of lot 1705079p were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that during use of the bd plastipak¿ 1ml insulin syringe with 30g 1/2" needle there was an issue with leakage from the side of the syringe. Foreign complaint the following information was provided by the initial reporter, translated from german to english: customer who has been using the syringes for a long time, the insulin runs out of the syringes on the side.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ 1ml insulin syringe with 30g 1/2" needle there was an issue with leakage from the side of the syringe. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: customer who has been using the syringes for a long time, the insulin runs out of the syringes on the side.